Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing palpations. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD was found in backup vvi. The ICD was reprogrammed and the patient was in stable condition.